Event description:
It was reported that the pump's usb port was bent resulting in the charging cord getting ¿stuck in the pump¿. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.